Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that no staples were fired when the ems trigger was pulled. Another device was used to complete the case. There was no consequence to the pt.